Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant /device breakage/detached at the proximal end and in two pieces"), pregnancy with contraceptive device ("pregnancy"), autoimmune disorder ("autoimmune disorder nos") and abortion spontaneous ("miscarriage") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adhd, asthma, insomnia, knee operation (right), uterine bleeding, anemia, acute cystitis and intermittent fever. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included seasonal allergic rhinitis. Concomitant products included fluticasone propionate (flonase). In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and seizure ("seizures,"). In 2017, the patient experienced menorrhagia ("periods have become heavier and I am taking hormones / (abnormal bleeding ( menorrhagia)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced autoimmune disorder (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nausea ("nausea,"), dental caries ("have never had cavities before and now I have them all the time"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have fallopian tube neoplasm ("rare giant multi nucleated cells in fallopian tubes"). The patient was treated with progesterone (progesteron) and surgery (laparoscopic removal of portion of bilateral tubes and essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abortion spontaneous, menorrhagia, vaginal haemorrhage, anxiety, female sexual dysfunction, nausea, dental caries, seizure, dysmenorrhoea, allergy to metals, dyspareunia, vaginal discharge, fatigue, abdominal distension, alopecia and fallopian tube neoplasm outcome was unknown and the autoimmune disorder, pelvic pain, depression and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, autoimmune disorder, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: hysterosalpingogram (hsg) : (B)(6) 2012, (B)(6) 2015 and (B)(6) 2018: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "autoimmune disorder nos" added, event "depression" outcome updated to "recovering / resolving" from pfs. On (B)(6) 2018: medical history, reporter added from medical record.fu2 and 3 process together. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant /device breakage/detached at the proximal end and in two pieces"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included adhd, asthma and insomnia. Concurrent conditions included seasonal allergic rhinitis. Concomitant products included fluticasone propionate (flonase). In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced seizure ("seizures,"). In 2017, the patient experienced menorrhagia ("periods have become heavier and I am taking hormones / (abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nausea ("nausea,"), dental caries ("have never had cavities before and now I have them all the time"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), fallopian tube neoplasm ("rare giant multi nucleated cells in fallopian tubes") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with progesterone (progesterone) and surgery (laparoscopic removal of portion of bilateral tubes and essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abortion spontaneous, menorrhagia, vaginal haemorrhage, anxiety, female sexual dysfunction, depression, nausea, dental caries, seizure, dysmenorrhoea, allergy to metals, dyspareunia, vaginal discharge, fatigue, abdominal distension, alopecia and fallopian tube neoplasm outcome was unknown and the pelvic pain and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: hysterosalpingogram (hsg) : (B)(6) 2012, (B)(6) 2015 and (B)(6) 2018: results: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received. Patient's demographics added. Historical condition, concomitant drug were added. Added event periods have become heavier, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), anxiety, depression, nausea, dental problems, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rare giant multi nucleated cells in fallopian tubes,vaginal discharge, fatigue, bloating, hair loss, abdominal pain. Updated onset date, outcome (pain) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abortion spontaneous and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.